Event description:
It was reported that a plastic particle was found in the patient's operative eye post intraocular lens (iol) implantation. Account indicated that it is unclear if the plastic particle is from the iol or the cartridge. The plastic particle was removed from the patient's eye and kept at the hospital. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date:if explanted, give date: not applicable, the lens remains implanted. Initial reporter telephone number: +(B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. However, the foreign material was received in the investigation site inside a specimen cup. The material was sent to eag laboratories for analysis. Eag performed fourier transform infrared (ftir) analysis and determined the material to likely be a polypropylene. The ftir results were matched to the manufacturing site ftir database and ten (10) results passed the 0.9 correlation threshold. Based on the analysis, it can be confirmed that the reported foreign material may be part of the device since the correlation results indicates that the lens module and the coated cartridge have this component. However, the source or cause cannot be determined since the device was not returned for evaluation. Conclusion; as a result of the investigation there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.